Event description:
Approximately 1 year(s), 7 month(s) and 11 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening; gradual increase in pain over last 6 months-loose stilted baseplate supported with montage. The patient underwent standard reverse revision surgery and was revised to a spacer. The outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 320-06-38 - glenosphere 38mm: 7308798. 320-38-00 - 145-deg pe 38mm hum liner +0: s383183. 300-30-10 - equinoxe preserve stem 10mm: a159595. 320-10-00 - equinoxe reverse tray adapter plate tray +0: a249664. 320-15-05 - eq rev locking screw: a240339. 320-20-00 - eq reverse torque defining screw kit: a220238. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: a027031. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: a186841. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 7287523. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: s370014. 315-35-00 - glnd kwire: 6102820. 315-35-00 - glnd kwire: a185742.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. However, the reported glenoid loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.